Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodged. In a revision procedure, the lead helix became affixed to the lead body, therefore the physician elected to explant the lead. It was successfully replaced by a new lead. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, it was noted the lead was returned severed at 98 mm from the terminal pin. The two segments that were returned totalled the complete length of the lead. Visual observation noted that the extracting stylet was returned stuck inside the second lead segment. It was also noted that the conductor coils were stretched from 445 mm to 463 mm from the terminal pin and deformed at the suture sleeve tie down sites and multiple other locations. A puncture in the insulation at 571 mm from the terminal pin appeared to be from a stylet and melted insulation from electrocautery damage was observed at multiple locations. Analysis could not confirm the clinical allegations observed in the field.